Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had alarmed "no disposable clamp tubing." Troubleshooting was performed - at which point air bubbles had been noted, but the alarm persisted. At the time, the infusion rate had been 3 ml/hr, with a remaining volume of 70.8 ml and 65.65 ml already administered. The patient had not been medically affected. The event occurred while in use with a patient.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months, and no event log history was provided. If the product is returned, this complaint will be reopened for further investigation.